Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye one month post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Patient was scheduled for ingrowth removal on (B)(6) 2015. Bcva from (B)(6) 2015 right eye pre-op 20/20 -6.25 x -1.25 x 4; left eye pre-op 20/20 -6.50 x -1.00 x 5.

Manufacturer narrative:
Correction: it was incorrectly indicated in the initial MDR that device evaluation was not done. Review of equipment labeling was in fact done and information was submitted in the initial MDR. An incorrect results code was provided in the initial MDR, as a review of the equipment labeling was conducted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.